Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer stated that he passed out due to the low blood glucose. The customer's blood glucose was over 200 mg/dl at the time of incident. The customer's blood glucose was 101 mg/dl at the time of call. The customer's blood glucose was 32 mg/dl at the time of the hospitalization. The customer stated that his blood glucose reached 253 mg/dl and was feeling tired. The customer stated that the low blood glucose was treated. The customer stated that they could not treat the low blood glucose with glucose gels and he passed out. The insulin pump will not be returned for analysis.